Event description:
Per the audiologist, the patient experienced a decrease in performance and was no longer able to receive benefit from the device. The results of an integrity test (B) (6) 2010 indicated normal receiver stimulator function with multiple electrode faults. Explant and reimplantation is planned but had not taken place at the time of this report.

Event description:
The instrument piece disconnected/broke during the procedure, but was retrieved from the patient without incident. No harm to patient, instrument was removed from the case.

Manufacturer narrative:
(B) (4). Implanted device remains.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4)